Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response, due to moisture damage on keypad traces. The device was received with minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.